Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6. The following post-operative event was reported: post op visit date- (B)(6) 2011 ae onset date: (B)(6) 2010; ae description: began having right arm pain going into thumb and index finger medication: yes; injection: right c6 selective nerve root injection ((B)(6) 2010) ; other treatment: cervical MRI (B)(6) 2010 cervical xrays (B)(6) 2010 emg (B)(6) 2010 massage, chiropractic additional surgery: anterolateral foraminotomy c5-6, right; additional surgery date: (B)(6) 2011; hospitalization: yes; additional treatment: injection meds: 2 percent lidocaine, 1.5 percent marcaine, contrast, dexamethasone. IV meds: fentanyl, versed. MRI=foraminal narrowing at c6-7 level xrays show no complications. Emg was consistent with right c6 radiculopathy tramadol prn ativan prn post op visit date- (B)(6) 2011. Additional comments: pt states right arm pain is gone but still has right subscapular pain post op visit date- (B)(6) 2011. Additional surgery: anterolateral foraminotomy c5-6 right; additional surgery date: (B)(6) 2011; hospitalization: yes; additional treatment: surgery was performed to relieve her persistent right arm pain diagnosed as spondylosis with status post anterior fusion. C5-6, c6-7 with foraminal stenosis. C5-6, right and right c6 radiculopathy additional comments: pt. Tolerated procedure well.

Manufacturer narrative:
(B)(4). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-313 / lot: unknown (x2) part: 876-013 / lot: unknown (x2) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.